Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer did not perform the aspiration steps and did not have equipment available to adequately perform these steps per the instructions for use (IFU). The customer was made aware that aspiration is a recommended step and was shown how to perform these steps with the proper equipment. The customer acknowledged. The customer was working on purchasing the medivator scope buddy plus to be able to perform these steps. The tjf-q190v scopes have not and will not be used on patients until the go-live date that is scheduled for april 6, 2021 per the email from the customer. The ess reviewed all reprocessing steps with the customer including the proper steps from the olympus IFU on recommended aspiration steps. The ess emailed the step-by-step instructions for reprocessing the tjf-q190v to the customer. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service for an evis exera iii duodenovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scope was being reprocessed incorrectly. No patient involvement was reported.